Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address increasing femoral pain. Femoral and patella revision performed. Oxidation and wear was noted on both the patella and polyethylene insert. Femur came off very easily, possibly was loose at the implant/cement interface. Unknown bone cement was used. Product codes & lot numbers were unavailable for components other than the insert. No surgical delay reported. Original implant date was sometime in 2005. Doi: 2005 dor: (B)(6) 2021 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.